Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) was completed. The cause for the failure was isolated to the computer/analog and defibrillator pcas. Multiple components on the pcas were shorted and thermally damaged. The cause for the damage was high voltage traveling to low-voltage circuitry, damaging components and traces on the boards. Due to the nature of the damage, the root cause for the high-voltage traveling to low-voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to power on.